Manufacturer narrative:
Other, other text: device evaluation: one cadd legacy 1 pump was returned for analysis. Event history log review was performed and found evidence of reported problem. Visual inspection and functional checking were performed. Investigation unable to repeat customer's reported problem in that the pump "double beep w/cassette" issue during the investigation. Further investigation found high pressure alarm complete no disposable alarm message after pump starting in the pump's event history logs. Investigation recommended the pump downstream occlusion sensor to be replaced. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that during bench testing of this smiths medical cadd legacy 1 pump, the pump exhibited double beep with cassette attached. No patient involvement reported.